Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. It was reported that the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.